Manufacturer narrative:
Device received with a constant blank and flashing white light on the display and constantly beeping due to vertical cracked lcd controller on the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was unresponsive. Troubleshoot was not performed. Customer stated insulin pump was not reacting to a new battery. Customer was advised to discontinue from the insulin pump and use a back up plan. Insulin pump will be returning for analysis.